Manufacturer narrative:
An event regarding revision involving a triathlon baseplate was reported. The event was confirmed through medical review. Method & results: -device evaluation and results: device inspection was not performed as no devices were returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following: in this patient, initial bearing thickness was on the thick side causing limitation in knee function with a severe extension deficit that did not resolve in the first 5-months post previous revision and thus required downsizing of the bearing in combination with exchange of the entire baseplate and implantation of a new one complete with two augments, possibly to restore the joint line level and stem extenders to maintain adequate alignment and axial stability. The principal problem relates to initial excessive bearing thickness as discussed and because the surgeon is responsible for optimal component choice and position, root cause of failure is procedure-related. This pi case is not device-related. Procedure-related factors: - excessive initial bearing thickness - component malposition cannot be excluded due to absence of x-ray information. Patient-related factors - no info. Device-related factors:- none. Diagnosis:- excessive initial bearing thickness after a previous revision caused pain with an extension deficit in the knee requiring another revision with downsizing of the tibial bearing and more. -device history review: not performed as lot details were not provided. -complaint history review: not performed as lot details were not provided. Conclusions: the medical review indicates that excessive initial bearing thickness after a previous revision caused pain with an extension deficit in the knee requiring another revision with downsizing of the tibial bearing and more. No further investigation is possible at this time. If additional information such as device details and device return, x-rays and operative notes become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported revision of a right total knee due to pain and instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported revision of a right total knee due to pain and instability.